Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in this report and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's name and address is unknown. (B)(4) has been used as a default.  A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Event description:
It was reported that after giving her dog insulin, the consumer received a dirty needle stick from an unspecified bd¿ relion needle when trying to put the cap back on. There was no report of medical interventions.

Manufacturer narrative:
Investigation results: severity: s2; occurrence: unable to perform complaint lot history check due to unknown lot number for needle stick and needle through shield. Unable to perform DHR check due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.